Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 501 mg/dl. The patient was experiencing palpitations, dizziness, shortness of breath, fatigue and confusion. For treatment, the patient was given insulin and her bg levels were monitored. The patient was at the hospital for 8 hours. The cannula was dislodged, while wearing the pod longer than 48 hours on the leg. The pod was discarded.